Event description:
Same case as MDR ID: 2134265-2015-05045. It was reported that recapturing difficulty occurred. The patient underwent a left atrial appendage closure (laac) procedure. The physician selected a watchman® access system and a 33mm watchman ® laa closure device and delivery system. He expanded the watchman ® laa closure device in the laa and when he performed the tug test, the device came out of the laa. Therefore, he attempted to recapture the device, but was unable to retract the device back into the delivery system. During this attempt, the access system deformed behind the marker bands at the curve. The physician was able to finally remove the watchman ® laa closure device by putting a .35 wire next to the device inside the sheath. The procedure was not completed as a larger device would be needed to complete the case. There were no patient complications and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a wds snapped inside the shaft of the was for related complaint. There was blood in and on the hub, shaft, and implant. An attempt was made to recapture the implant; however, due to the damage of the returned was, the implant could not be recaptured. The implant was removed from the corewire to remove the wds from the was. There were numerous kinks throughout the wds. The shaft was bunched/damaged 2cm ¿ 6.5cm from the tip. There was no damage to the braiding. The implant was received in the deployed state and protruding 4.5cm from the distal tip. There were some anchors that were bent and damaged. The corewire was twisted and kinked. There was no damage or irregularities to the tip of the device. The guidewire used in the procedure was not received with this device. A .035¿ amplatz super stiff guidewire was used for functional testing. Functional testing was performed by loading the guidewire into the hub and advancing through the device to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05045. It was reported that recapturing difficulty occurred. The patient underwent a left atrial appendage closure (laac) procedure. The physician selected a watchman® access system and a 33mm watchman ® laa closure device and delivery system. He expanded the watchman ® laa closure device in the laa and when he performed the tug test, the device came out of the laa. Therefore, he attempted to recapture the device, but was unable to retract the device back into the delivery system. During this attempt, the access system deformed behind the marker bands at the curve. The physician was able to finally remove the watchman ® laa closure device by putting a .35 wire next to the device inside the sheath. The procedure was not completed as a larger device would be needed to complete the case. There were no patient complications and the patient's condition is fine.

Manufacturer narrative:
(B)(4).